Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -corrosion on the coupler unit and focus knob -corrosion on the charged coupled device. -color bars on the monitor after connecting camera head to the processor. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a faulty cable unit, there was no image on display, showing color bars on the monitor after connecting camera head to the processor. A definitive root cause could not be identified for the corrosion on the coupler unit and focus know, or corrosion on the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.